Event description:
Complainant allege that during a routine shift check by a medic, the device screen was blank upon power up. The complainant indicated that there was no pt involvement in the reported malfunction.